Event description:
Rv impedance out of range and noise seen on rv lead. Representative will discuss next steps with physician. Device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was explanted on (B)(6) 2026. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv impedance out of range and noise seen on rv lead. Representative will discuss next steps with physician. Device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.